Event description:
It was reported that a user wearing a dexcom g6 experienced intermittent sensor communication errors and temporary loss of cgm readings, which resolved when the sensor reconnected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not affected. Investigation included interviews and analysis of information provided by the user.investigation of this case revealed an intermittent communication issue between the sensor and the ilet that self-resolved, with no device damage reported. It was concluded, based on previously established findings for similar reports, that the cause was likely transient signal interference or environmental connectivity factors.